Event description:
It was reported that the ilet user filled tubing with insulin while still connected to the ilet via the infusion set, and the device delivered (B)(4) units before an agent instructed the user to disconnect, return to the home screen, and then reconnect; no alerts or alarms occurred. Symptoms included no reported hypoglycemic symptoms, and a blood glucose reading of 272 mg/dl was noted. Outcomes included user counseling to monitor blood glucose for 1 to 2 hours, with no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding proper fill-tubing procedure. Investigation of this case revealed user technique during the fill-tubing step while connected, which is consistent with improper use of the infusion set and cartridge workflow. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use not in accordance with labeled instructions.